Event description:
It was reported from the us that during an orthopedic surgery the surgeon experienced an issue with an instrument. The surgeon was assembling the humeral implants outside of the patient as he usually does. Upon impaction of the humeral liner the plastic liner impactor broke into two pieces. The broken pieces were removed from the field and the surgery progressed as usual. The device was not available for analysis. The representative was present during the surgery. There was no delay. The patient was not negatively affected. There is no additional information provided by the contacts for this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech (B)(4) has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Information was not provided for patient. Initial reporter: unknown. Engineering evaluation provided. Design-related issues: the design of the humeral liner impactor tip has been in the field since 2007. Exactech is aware of 34 complaint reports involving 42 broken humeral liner impactor tips since 2008. Sales data for all humeral liners was used to calculate an approximate complaint occurrence rate of (B)(4). This is considered ¿very low¿ according to the frequency of occurrence ranking scale. A review of the risk management report (rmr) and risk assessment and controls report (racr) were conducted to ensure the risk was included and the occurrence is below the threshold. The rmr and racr for this humeral liner impactor tip, rmr-00004 rev - and racr-00007 rev -, were reviewed. The risk is captured, however the racr is being updated under (B)(4) to capture an appropriate harm for this hazardous situation. Corrective actions are not required because the occurrence rate is ¿very low¿, the risk is captured in the rmr and racr, and the harm will be updated. The broken impactor tip reported was likely the result of a stress riser introduced during impaction, which led to crack initiation, propagation and ultimate fracture of the device. However, this cannot be confirmed as the device was not available for evaluation. IFU 700-096-181: instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. ¿ if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event.